Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the screen doesn't turn on at start-up. There was no reported patient involvement.